Event description:
It was reported while using bd connecta plus3 white pegs leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: after the start of the operation, make sure that the tee for infusion has been completely tightened. When the anesthesiologist administers the tee for infusion, he finds that the drug leaks and immediately replaces the tee for infusion.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.